Event description:
It was reported that the ventilator would turn off without an alarm and come back on with alarm and display reset while on the patient. No reported harm to the patient.

Manufacturer narrative:
Conclusions: testing by the manufacturer is ongoing.